Manufacturer narrative:
(B)(4). Of the 8 devices reported, a total of 7 devices were received for evaluation. Additional lot# r9389k; p9439r; r9389j; r9372c; p9480u. (B)(4).

Event description:
This report summarizes <noe> 8 </noe> malfunction events involving a total of 8 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.